Manufacturer narrative:
D10 concomitant product: sdct01, sdct01 gencut core biopsy system x1 (lot#unknown) pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Bleeding is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Diagnostic yield of electromagnetic navigational bronchoscopy: a safety net community-based hospital experience in the united states / sujith v. Cherian, saranjit kaur, siddharth karanth, jonathan z xian, rosa m estrada-y-martin / annals of thoracic medicine - volume 16, issue 1, january-march 2021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between august 2014 and january 2020, a retrospective study evaluated the diagnostic yield of electromagnetic navigational bronchoscopy in patients. There were 81 procedures performed on 77 patients. All procedures were performed with the super-dimension system. Gencut and other tools were used for diagnosis. Postoperative complications included pneumothorax and minor bleeding for 2 cases. Chest tube placement and hospitalization occurred in one patient with pneumothorax.